Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect after being "jumped". An x-ray was performed and the leads were shown to have pulled out of the spinal column. Additional info has been requested, but was not available as of the date of this report.